Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to cuff atrophy that resulted from the cuff pressure around the urethra. The entire aus cuff was removed and replaced with a smaller cuff. The patient was reported to be doing good post-surgery.